Manufacturer narrative:
It was claimed that device failed pressure transducer test during pre-use check. There was no patient involvement. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. Identification of issue has been done by analyzing problem description. Based on technician statement, the client decided to repair the device by himself and further information about solution cannot be obtained. Unfortunately, neither the device's logs nor repair details were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).